Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that surgeon was exchanging a +4 10 degree 36x52 altrx liner for a constrained liner due to previous dislocation issues. The constrained liner was put into the cup. The locking ring was then attempted to be put in the cup/liner interface. After having no success for an extended period of time to get the locking ring to sit, the surgeon decided it was necessary to leave the constrained liner in without the locking ring due to the patient's health.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.